Event description:
It was reported that the patient's left knee was revised due to instability. The femoral side of a ts construct with stem and augments, plus insert, was revised to a ts construct with stem and additional augments (to lateralize the knee), plus insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: triathlon 3x16 ts insert; cat#: unknown; lot#: unknown. Triathlon 12x50 stem; cat#: unknown; lot#: unknown. Triathlon 3x5 posterior lateral augment; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving an unknown triathlon femoral components was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.